Event description:
It was reported that during initial implant procedure, two right ventricular (rv) leads exhibited a poor sensing, high pacing impedance and loss of capture. The leads were not used and after a third attempt made, a different rv lead and was ultimately implanted. The patient was recovering.

Manufacturer narrative:
The reported events of sensing anomaly and failure to capture were confirmed, but high pacing lead impedance was not confirmed. A complete lead was returned in one piece with the helix found extended and clogged with blood and tissue. X-ray examination found the inner coil overtorqued consistent with procedural damage, which was the cause of the reported sensing anomaly and failure to capture. Electrical testing was normal with no other anomalies found.